Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5143816, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient came back to emergency department (ed) with drainage after an ipg explant procedure (MFR report number: 3006630150-2019-04109).